Manufacturer narrative:
(B)(4).

Event description:
The patient's father contacted dexcom technical support on 09/02/2015, to report that on (B)(6) 2015 the patient experienced unrecoverable loss of antenna, passed threshold. There was no report of injury or medical intervention. No additional event or patient information is available.